Event description:
The customer reported that the s8-3t transducer (part number 453561667831) did not have color during clinical use. The customer confirmed that there was no injury or safety concern. The field service engineer confirmed the procedure was completed satisfactorily with the same transducer. The transducer was replaced to resolve the issue. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.

Manufacturer narrative:
Though requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Manufacturer narrative:
.

Manufacturer narrative:
Final manufacturing deficiency: the vendor determined oil separation under the window. This is a known issue which has already been addressed by the vendor through a supplier corrective action.

Manufacturer narrative:
Manufacturing deficiency: the vendor determined oil separation under the window. This is a known issue which has already been addressed by the vendor through a supplier corrective action. Maintenance deficiency: the vendor confirmed damage to the tip and window of the probe, consistent with improper handling by the user.